Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead were suspected to not provide brady pacing when required. While the patient was hospitalized prior to cardiac surgery, asystole of six seconds was observed. It was also reported there was a loss of capture. The capture threshold was measured in multiple body positions. A high capture threshold was observed in several different positions. Also, when attempting to measure auto-capture manually, it couldn't be measure due to a low evoked response (ER). Technical services (ts) reviewed device data and found the device was in suspension mode. When the device enters suspension mode, ER confirmation is not performed, and backup pacing isn't delivered. Pacing threshold was suspected to be higher than the suspension mode output, which resulted in the loss of capture. Ts suspected lead dislodgement based on threshold variations with body positions. Ts recommended reprogramming the device to a higher amplitude output and to continue to monitor. This rv lead remains in service. No adverse patient effects were reported.